Event description:
The user facility reported a 62-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella 5.5 support for acute stemi. The impella was pulled back above the aortic valve and unfortunately, they were unable to cross back over the valve to re-initiate support. The decision was made to explant the pump and place another impella 5.5 device.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the positioning issue has been completed. Pump was not returned for investigation. Clinical mentions that the pump was pulled back across the aortic valve during mv replacement and treating ventricular aneurysm. Therefore, the root cause of the positioning issue was use related to improper technique. Corrections to the initial MFR report: d4 model number. Added d6a/d6b. F6/f8 should have been left blank. H6 impact code 4627 changed to 4628 and 4629.